Event description:
Estimated date of incident on 01oct2023. On (B)(6) 2023 it was reported: sf3 receiver broke in member's ear and they went to emergency to have the dome removed. They're not injured. Further information is not available.

Manufacturer narrative:
Manufacturer's ref (B)(4). Manufacturer's investigation: technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: it was reported that the receiver broke in patient's ear. Patient went to the emergency to have the dome removed. It was reported that the patient was not harmed by the incident. No further symptoms were reported. No further information received. Clinical evaluation according to clinical evaluation plan: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. The risk is deemed to be acceptable. Trended case concluded: r&d reviewed the defect samples and compare with good samples, has below findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts the detailed investigation from r&d in attached pdf. Root cause: 1.reliability of gluing strength was not verified. 2.the failure mode was not recognized at design stage manufacturer's investigation is final. This is a final report.